Manufacturer narrative:
Date of report: 16jul2019. Date received by manufacturer: 08jul2019. Information was received that confirms the touch screen was functioning. Therefore, based on the information provided, the incident is not a reportable event. There is no indication that the event reported is likely to cause or contribute to a death/permanent impairment/serious injury. The navigation-ring not working does not affect the functionality of the ventilator, the unit will continue to function and ventilate patient. The touch screen can be used to make adjustments to the settings. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 17may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported that the unit has a faulty nav-ring. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.